Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 50-year-old male was implanted with an impella 5.5 as a bridge to transplant. The patient had a hematoma at the access site. Heparin was being held due to hematoma. Issue was resolved and patient was on support for 21 days post the issue.

Manufacturer narrative:
The investigation into the reported access site bleeding major has been completed since the original report was filed. The pump was not returned for investigation. According to clinical records, heparin was stopped after the hematoma was discovered. The cause of the access site bleeding issue was most likely high patient act values, based on provided clinical details. Removing heparin resolved bleeding.